Event description:
Customer reported device =13 mg/dl. Customer had taken diabetes medication two hours earlier. Customer called paramedics. Paramedics device=82 mg/dl. Customer was given glucose tablets. No controls. A request was made for return product and replacement product was sent.